Manufacturer narrative:
(B) (4). Off label vascular use. (B) (4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device issue: inaccurate stent delivery/detachment. Time of device issue: during procedure. Adverse event: intervention: onset of adverse event: during procedure. It was reported that during the procedure in the right iliac artery, the absolute stent was deployed; however, the stent jumped into the aorta. An unspecified snare device was used to retrieve the stent, but while being removed, half of the stent separated in the right iliac artery. The other half of the stent was successfully removed using the snare device. An unspecified stent was deployed inside the remaining portion of the absolute stent in the right iliac artery. There was no adverse pt sequelae. Though requested, no additional info was provided.